Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the returned device found a set screw with a rounded socket.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a defective left ventricular set screw. The device was not used. No patient complications have been reported as a result of this event.